Event description:
Edwards received notification through the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra transcatheter valve implanted in a 9000tfx 23 mm sapien valve in the aortic position, underwent an explant procedure after an implant duration of 3 months and 23 days due to unknown reasons.

Manufacturer narrative:
Investigation is ongoing. Device not returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, a patient with a 9750tfx 23mm sapien 3 ultra transcatheter valve implanted in a 9000tfx 23 mm sapien valve in the aortic position, underwent an explant procedure after an implant duration of 3 months and 23 days due to unknown reasons. Additional information received from the hospital indicates that both valves remain implanted and neither valve was explanted. As such this MDR was reported in error and a corrected supplemental report is being submitted.